Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wounds under the lifevest equipment. The patient described the area as lacerations/ open wounds that were bleeding. There was no alleged device malfunction contributing to the irritation. The patient stated they are in the hospital and staff cleaned and dried the area and covered lesions with medicated patches. Follow up indicated that the skin irritation improved.